Event description:
Customer reported that the insert pin is missing from the left side panel. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product did not confirm the reported issue the insert pin is missing. However, evaluation revealed that the pt access, left side window, slider body is open. Also, the triangular left side panel has a five netting tear. (B)(4).